Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be due to cardiac arrest. It was reported that the patient was hospitalized for an unrelated indication prior to death. Three days after hospitalization, the patient passed away. Pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.